Event description:
During a hernia procedure, after firing the device, the tissue was not cut completely, and staples were malformed. The procedure was completed by hand-suturing. There was no pt consequence.